Event description:
It was reported that there was an overdose. The patient was admitted to the intensive care unit (ICU) after presenting to the emergency room (ER) symptomatic for potential overdose. The healthcare provider (hcp) indicated that narcan was administered to the patient, and pump was decreased 25%. The pump had no pending alarms. Medications in the pump were baclofen 200mcg/ml with a dose of 35.97mcg/day, and infumorph 50mg/ml with a dose of 8.993mg/day. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that when the patient's pump was refilled on (B)(6) 2012, the morphine dose was 8.993 mg/day and the baclofen was 35.97 mcg/day. The patient then experienced overdose symptoms. The dose was then decreased by approximately 4% on (B)(6) 2012. The drug doses were morphine 6.475 mg/day and baclofen 26.98 mcg/day. Additionally, the hcp reported that the patient's pump contained a 50-mg/ml concentration of morphine and a 200-mcg/ml concentration of baclofen. Once the patient stabilized and the symptoms resolved, the doses were slightly increased to the current dose of morphine 6.995 mg/day and baclofen 27.98 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2001 (B)(6), product type catheter. (B)(4).